Event description:
It was reported that the patient had knee surgery after the implantable neurostimulator (ins) implant and felt increased pain in her right knee when the ins was on. She felt the stimulation never felt the same after the knee surgery. The stimulation exacerbated her pain in her knee. She no longer liked using the ins. The patient was alive at the time of this report. No interventions or outcome were reported regarding this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_recharger_acc, serial# unknown; product type recharger . (B)(4).